Event description:
The customer reported to philips that the leads do not connect correctly. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.